Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower right abdomen/quadrant') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; etonogestrel (nuvaring). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("cysts") and vaginal discharge ("vaginal discharge"), 2 months 9 days after insertion of essure (ess205). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, cyst and vaginal discharge had resolved. The reporter considered abdominal pain lower, bladder disorder, cyst, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: result failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event injury was replaced by specific events: abdominal pain lower, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cysts, vaginal discharge. Reporter¿s information, patient demography, lab data, concomitant drugs were added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.